Manufacturer narrative:
During pre-decontamination evaluation of the returned 26mm commander, the balloon was inflated by engineering and a hole was observed on the distal balloon shoulder. Flex tip gouges were observed. The investigation is ongoing.

Manufacturer narrative:
No procedural imagery/cine was provided for review. The commander delivery system was returned to edwards lifesciences for evaluation. During visual analysis a hole was observed on the distal balloon shoulder and there were flex tip gouges. During dimensional inspection, the inflation balloon wall thickness was measured and was found to meet specification. No relevant functional testing could be performed due to the condition of the returned devices. The complaint was confirmed through visual inspection. DHR review did not reveal any manufacturing issues that could have contributed to the reported event. A lot history review was performed and revealed no other similar complaints. A review of the complaint history on confirmed (returned and no product returned) from december 2019 to november 2020 revealed other similar complaints, but manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the commander procedural manual, thv deployment: check to ensure thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment: unlock the inflation device. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Do not over-manipulate the sheath at any time. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Always maintain control of the plunger of inflation device when releasing it. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was confirmed based on the condition of the returned device. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the report, lvot calcium was present. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is possible the lvot calcium could cause the balloon hole while inflating. Available information suggests patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. The complaint for balloon ¿ leakage was confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests patient (calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve, the delivery system balloon ruptured. The rupture occurred at 20cc, about 3cc from nominal volume. The rupture was considered to be due to lvot calcium. The device/balloon was removed with no problem. There was no complication for the patient. No bav was performed.